Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was monitored for several hours and no button error alarm was noted. It was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched case and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Doctor reported via email that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.